Manufacturer narrative:
The device mentioned in the complaint was discarded and not available for investigation. Hence a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
A shockwave m5 peripheral intravascular lithotripsy device was used to treat the left posterior tibial artery. Pre-dilatation was performed with a pta balloon, and post-dilatation was performed with a drug coated balloon. An embolic event occurred after angioplasty of calcified left sfa. Mechanical thrombectomy and administration of 1000 micrograms of nitroglycerine resolved thrombosis of the left posterior tibial artery. Unable to determine if embolic episode occurred after shockwave balloon angioplasty or after dcb angioplasty.